Event description:
Boston scientific received information that the pacemaker dependent patient of this implantable cardioverter defibrillator (ICD) did experience asystole and pacemaker inhibition for ten seconds as a result of oversensing of the 60 cycle noise produced by a megadyne bovie pad. This pad is essentially a grounding blanket that had been placed on the patient during a non-heart related medical procedure. The boston scientific local area sales representative indicated that the a magnet had been applied to the device to affirm that it was working, but in the meantime, noise oversensing led to the asystole.

Manufacturer narrative:
The boston scientific technical services consultant recommended that the bovie pad not be used in the future. This medical device remains actively in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this pacemaker was explanted for normal battery depletion. No additional adverse patient effects were reported.